Event description:
The customer reported that the system shut down without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system calibration files were reloaded. The system was then found to be operating as intended.